Manufacturer narrative:
A biomerieux investigation was initiated due to a false resistant piperacillin -tazobactam (tzp) on vitek® 2 ast-n234 cards, compared to etest and disc diffusion (susceptible results) with a strain of escherichia coli. A broth microdilution (bmd) was performed to determine the intended result (method used for the development of piperacillin -tazobactam on vt2), compared to vitek® 2 results. A disc diffusion was performed as an alternative method. The result for the reference method was tzp mic = 32 mg/l resistant. The results for both ast-n234 cards (customer lot 634388010 and random lot 634376820), were tzp mic >=128 mg/l resistant. The result for disc diffusion was tzp d=15.5mm resistant. The customer results were not duplicated.

Event description:
A customer notified biomerieux that they had a discrepant result when using the vitek 2 ast-n234 test kit. A patient sample of e. Coli was identified as resistant to piperacillin/tazobactam. Further testing by a secondary laboratory determined the sample susceptible to piperacillin/tazobactam. When specifically asked, no injury or death happened as a result of this event. The customer did indicate a delay of approximately one day in transmitting the result to the healthcare professional as a result of this event. An investigation has been initiated by biomerieux to investigate this event.